Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00216.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached a podj using a lantern delivery microcatheter (lantern). The second podj then became stuck within the lantern while being advanced, and when the physician attempted to retract it, the podj unintentionally detached. The physician therefore removed the non-penumbra guide catheter with the lantern and podj inside from the patient. The procedure was then completed using a new lantern, a new catheter, and additional ruby coils. It was reported that the physician believes the lantern might have moved back in the guide catheter, causing the podj to become stuck. There was no report of an adverse effect to the patient.